Manufacturer narrative:
Additional information: b5, d10, g3, h3, h6 d10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p2l0397) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p3h1012) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p2l0197) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Two videos were also provided. Visual inspection noted in the image, a suture and staple lines could be seen in the larger piece of tissue. The larger piece of tissue appeared to have an incision between two of the staple lines. In video one, a grasping instrument manipulated the tissue and a suction device was applied. The grasping instrument and gloved hands were used to further manipulate the tissue. In video 2, a clear tube, suction device, and grasping instrument were visible. The grasping instrument appeared to be grasping tissue with a staple line. Pressure was applied to the staple line using the grasping instrument. The listed instrument was not present in the returned images or videos. It was reported that there was an extended incision and the staple line did not hold. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, a purple 60-millimeter (mm) reload was for the transection of the duodenum. Another device of the same type was used for the transection of the esophagus. A beige 60-mm reload was then used for the esophagus transection. Another 60mm reload was used for the esophagus-jejune anastomosis, and a beige 60mm reload was used for the entero-entero anastomosis. At the time of surgery, no change in the functioning of the stapler was detected. A test was performed with methylene blue of the esophago-jejunal anastomosis without extravasation. However, 12 hours later, the presence of enteric secretion in the drain was detected. In the relaparotomy,  dehiscence of the staple line was found in the duodenal stump and in the entero-enteral anastomosis. The esophago-jejunal anastomosis showed no leakage at this time. The surgeon expanded the line of section of the duodenum and resection and re-made the entero-entero anastomosis using a stapler from a different manufacturer. This resulted in an extended incision of more than one inch. On the third postoperative day (sixth), the patient presented clinical worsening in the x-ray of the chest. An endoscopy was performed that identified dehiscence of the staple line of the esophageal-jejunal anastomosis. The left chest was drained, and the surgeon installed a vacuum aspiration probe. Thus, there was dehiscence of all the staple lines made in the surgery, emphasizing that the failure occurred both with purple and beige loads, which prevents it from being immediately ID entified if the dysfunction would be of the charges or the trigger. It was noted that the patient had extended hospitalization as the patient is still in the intensive care unit (ICU) and in serious condition, receiving intensive care and assistance from the teams of the abdomen, ICU, infection, endoscopy, and thoracic surgery.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #unknown) unegiatri, unknown egia tri staple, (lot #unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy converted to an open procedure, a purple 60-millimeter (mm) reload was used for the transection of the duodenum. Another device of the same type was used for the transection of the esophagus. A beige 60-mm reload was then used for the esophagus transection. Another 60mm reload was used for the esophagus-jejune anastomosis, and a beige 60mm reload was used for the entero-entero anastomosis. At the time of surgery, no change in the functioning of the stapler was detected. A test was performed with methylene blue of the esophago-jejunal anastomosis without extravasation. However, 12 hours later, the presence of enteric secretion in the drain was detected. In the relaparotomy, dehiscence of the staple line was found in the duodenal stump and in the entero-enteral anastomosis. The esophago-jejunal anastomosis showed no leakage at this time. The surgeon expanded the line of section of the duodenum and resection and re-made the entero-entero anastomosis using a stapler from a different manufacturer. This resulted in an extended incision of more than one inch. On the third postoperative day (sixth), the patient presented clinical worsening in the rx of the chest. An endoscopy was performed that identified dehiscence of the staple line of the esophageal-jejunal anastomosis. The left chest was drained, and the surgeon installed a vacuum aspiration probe. Thus, there was dehiscence of all the staple lines made in the surgery, emphasizing that the failure occurred both with purple and beige loads, which prevented it from being immediately identified if the dysfunction would be of the charges or the trigger. It was noted that the patient had extended hospitalization as the patient was still in the intensive care unit (ICU) and in serious condition, receiving intensive care and assistance from the teams of the abdomen, ICU, infection, endoscopy, and thoracic surgery.